Event description:
Ureteral stent pusher would not go into ureteral stent. Got another stent set and that pusher had no problem going into the same stent. This all happened before product was used in pt. No harm occurred.

Event description:
Add'l info rec'd from MFR 9/8/03: a visual examination of the returned product was conducted. Only the stent positioner introducer catheter was returned for examination. The ultrathane stent was not returned. Visual examination of the stent introducer catheter component found it exhibited damage. The stent introducer catheter material exhibited buckling of the material about 8.5cm from the distal tip. The buckled area was about 7cm in length. This damage suggests the ureteral stent was held too tightly during loading onto the stent introducer catheter. Excessive pressure applied to the ultrathane stent during the attempted advacement may result in buckling of the stent introducer catheter. The event appears to be related to the assembly of the stent introducer system by the user. MFR's instructions for use booklet, amplatz ureteral stent set (t-auss1201), states the following, beginning with step #3: "3. Load non-tapered proximal end of ureteral stent onto distal end of pre-assembled stent introducer. 4. Hold loading stylet beyond tapered end of ureteral stent introducer and lightly grasp the stent itself and begin "milking" ureteral stent onto pre-assembled stent introducer (figure c)." The amplatz ureteral stent set instruction for use booklet is also enclosed for review. From the available info provided as well as examination of the returned device, it is believed this event occurred as a result of too much pressure being applied to the stent during advancement over the stent introducer catheter. If the ultrathane stent is grasped too firmly, it can cause the stent introducer to buckle on itself.